Event description:
A surgeon reported an unexpected postoperative refraction following intraocular lens (iol) implant surgery. She stated the lens was placed at 078 degrees, but is now located at 055 degrees. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Attempts have been made to obtain additional info. (B)(4).